Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient, via a manufacturer representative (rep), receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a motor stall occurred during an magnetic resonance imaging (MRI) on (B)(6) 2019 and did not restart. Interrogation of the pump, showed a pump stalled message. The pump was replaced on (B)(6) 2019. There were no reported symptoms. The issue was resolved at the time of this report. The patient's status was alive - no injury.